Event description:
The customer reported that prior to use, it was noticed that the pad was discolored. Another pad was used for the procedure. Initial evaluation of the incident sample found the pad was degraded without continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.